Event description:
The customer reported reproducible, elevated troponin I (access accutni+3) results, above the normal reference range, for one patient, involving the access accutni+3 reagent used in conjunction with the coulter lh 780 hematology analyzer. The customer indicated the lower of the results was released from the laboratory. The customer was not aware of any impact to patient care. There has been no report of patient injury or change in patient treatment associated with this incident. The customer indicated all system parameters (including quality control and system checks) were within assay and instrument specifications. No system issues were reported. The customer sent the patient's sample to beckman coulter for further analysis.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. The customer supplied one patient sample for analysis. Testing of the neat sample confirmed the customer's elevated results. Patient source interference testing was carried out utilizing a blocker protein specific to alkaline phosphatase. Test results indicated a patient source interferent, most likely related to alkaline phosphatase, as ap mutein was able to block the signal by 100%. In conclusion, the cause of the elevated troponin I (access accutni+3) results was patient source interferent in the patient's sample. Per product instructions for use (IFU): other potential interferences in the patient sample could be present and may cause erroneous results in immunoassays. Some examples that have been documented in literature include rheumatoid factor, endogenous alkaline phosphatase, fibrin, and proteins capable of binding to alkaline phosphatase. Fibrinolytic agents activate proteases that may influence protein measurements, including troponin. Carefully evaluate the results of patients suspected of having these types of interferences.